Event description:
It was reported that an right ventricular (rv) lead integrity alert (lia) triggered due to sensing integrity counter (sic) and high rate episodes. It was also noted the rv lead had exhibited t-wave oversensing (twos). The lead will be reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.